Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. Additionally, the instrument failed the clip test due to misapplication of the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the medium-large clip applier instrument was bent and prevented the instrument from loading and releasing the clip correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clip was medium-large weck hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions. The incident occurred on the third clip application. The medium-large clip applier instrument was removed from use and replaced with a different clip applier instrument.